Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii/IV. Diagnosed via ultrasound. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV diagnosed via ultrasound and palpation. The device has been explanted with a complete capsulectomy. The capsule was sent for pathology analysis which showed "a single small cyst", ¿a chronic non specific granulomatous inflammatory process of the ¿foreign body¿ type¿.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ crease/folding of implant: observed creases on the device. ¿ cyst: unable to observe. ¿ granuloma: unable to observe. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6

Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV diagnosed via ultrasound. Device has been explanted.